Event description:
The facility reports the pt was being moved from the bed to the chair. Halfway to the chair, the sling clip snapped and the pt fell to the floor (about 2 feet). No injuries were reported, though the resident did hit her knee when she went down.